Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the attachment is bent which is causing the drill to move in a large circular motion instead of a small circular motion."